Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence and pelvic organ prolapse in (B)(6) 2005, and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence and mesh was implanted along with the concurrent procedure of cystoscopy. It was reported that the patient had trigger point injections of cervical paraspinous, trapezius and rhomboid group of muscles on the left side on (B)(6) 2005 for cervicalgia, myofascial pain and muscular pain and spasms.

Manufacturer narrative:
Corrected narrative: it was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. It was reported that the patient underwent cystoscopy, bilateral retrograde pyelography, dilatation of the left ureter, left ureteroscopy, holmium laser lithotripsy of two impacted ureteral stones, and placement of double pigtail left ureteral stent under fluoroscopic guidance on (B)(6) 2010 due to impacted left ureteral stone and right hydronephrosis. It was also reported that the patient underwent cystoscopy with right stone manipulation, urinary culture taken from the right kidney, decompression of the right kidney, and placement of a double j-stent without tether under fluoroscopic guidance on (B)(6) 2014 due to right ureteral stone with hydronephrosis. It was further reported that the patient underwent cystoscopy, retrograde pyelography, right ureteroscopy, laser destruction of mid right ureteral calculus, and placement of a right ureteral stent without retrieval line-under fluoroscopic guidance on (B)(6) 2014 due to impacted right ureteral calculus. No additional information has been provided.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted concurrently with cystoscopy due to sui. It was reported that following insertion the patient experienced pain, erosion, extrusion, fistulae, recurrence, bleeding, recurrent prolapse, dyspareunia, and urinary/bowel problems. It was reported that the patient had trigger point injections of cervical paraspinous, trapezius and rhomboid group of muscles on the left side on (B)(6) 2005 for cervicalgia, myofascial pain, and muscular pain and spasms. It was reported that the patient underwent colonscopy and pelvic exam under anesthesia on (B)(6) 2010 due abdominal pain and bloating and a rectovaginal fistula was diagnosed at this time. It was reported that the patient underwent cystoscopy, bilateral retrograde pyelography, dilatation of the left ureter, left ureteroscopy, holmium laser lithotripsy of two impacted ureteral stones, and placement of double pigtail left ureteral stent under fluorsopic guidance on (B)(6) 2010 due to impacted left ureteral stone and right hydronephrosis. It was also reported that the patient underwent cystoscopy with right stone manipulation, urinary culture taken from the right kidney, decompression of the right kidney, and placement of a double j-stent without tether under fluoroscopic guidance on (B)(6) 2014 due to right ureteral stone with hydronephrosis. It was further reported that the patient underwent cystoscopy, retrograde pyelography, right ureteroscopy, laser destruction of mid right ureteral calculus, and placement of a right ureteral stent without retrieval line-under fluoroscopic guidance on (B)(6) 2014 due to impacted right ureteral calculus. It was reported that the patient underwent the procedure of a colonoscopy in 2010. No additional information has been provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and an obturator sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion code: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-04360. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that after implantation the patient experienced pain, extrusion, fistulae, recurrence, bleeding, dyspareunia, urinary problems, and bowel problems. It was reported that the patient underwent a colonoscopy and pelvic exam under anesthesia on (B)(6) 2010 due to abdominal pain and bloating. A rectovaginal fistula was diagnosed at this time. It was reported that the patient experienced a recurrent prolapse on (B)(6) 2010 and has chosen to proceed with surgery at this time. No additional information supplied at this time. (B)(4) - undefined recurrence; dyspareunia; urinary problems; bowel problems; recurrent prolapse.

Manufacturer narrative:
(B)(4).